Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the device was being used, the needle broke into two(2) pieces. Both pieces were able to retrieved to prevent a retained surgical item. There was no patient injury.